Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose was 118 mg/dl. The customer stated that the power error occurred within 4 hours of previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed power error 25 alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.